Manufacturer narrative:
Concomitant products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported the patient¿s implantable neurostimulator (ins) was completely dead and had no way to communicate with the programmer to verify any information. The patient¿s brain was going to be scanned and the reason for magnetic resonance imaging (MRI) was not related to the device or therapy. The patient had no stimulation sensation. The patient¿s device had not been charged and had been prematurely depleted. The device¿s setting was in continuous mode. The patient was not getting any response from the recharger or programmer. Device explant or replacement was planned. The patient was recovered without permanent impairment.